Event description:
It was reported that a perigee was implanted (B)(6) 2008. It was reported that another MFR's product was implanted on the same date. It is alleged pt experienced emotional distress and product defect.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent. Lawyer-filed report-(B)(4).